Event description:
Patient reported a "left-side "rupture or valve gone bad", "feels odd", "sensation", and "looks different because one side dropped." Healthcare professional reported "a left-side deflation and "getting smaller." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a "left-side "rupture or valve gone bad", "feels odd", "sensation", and "looks different because one side dropped." Healthcare professional reported "a left-side deflation and "getting smaller."" Device remains implanted.